Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was broken. This was observed before use and no pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned chamber was visually inspected for cracks. Results: a crack was observed in the plastic chamber dome, near the bottom where the aluminium base joins to the dome. The cracks were consistent with the chamber receiving an external force or impact. The crack was large enough to cause the chamber to leak. Conclusion: the crack occurred as a result of an external force or impact. All mr290 chambers are pressure tested during production and those that fail are rejected. This suggests the impact occurred post production, during transport, storage or use. (B)(4).